Event description:
83 year old female implanted on (B)(6) 2024. At activation appointment on (B)(6) 2024 presented with an infection at the incision site. Activation was delayed due to infection and patient was referred to a wound care clinic. Previously, at 2-week healing check, patient had "some redness" and was prescribed antibiotics. Vtc was not aware until 04/25/2024.